Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the low blood glucose (bg) reminder screen, and the customer was unable to clear it. Reportedly, the customer was not experiencing a low bg at the time of the report. During troubleshooting with tandem technical support, the customer was able to clear the screen. Customer's blood glucose level was 299 mg/dl.